Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, with at least three similar occurrences previously noted. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions on putting the pump into storage mode and sent a replacement pump, advising the customer to use multiple daily injections as backup therapy. The customer was also informed about updating the pump software and the steps to take upon receiving the new pump.